Manufacturer narrative:
Batch review performed on 08 january 2019: lot 163456: (B)(4) items manufactured and released on 04-oct-2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the surgeon revised patient ceramic head and the competitor liner for an infection case. The surgery was completed successfully.